Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with vancomycin (intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.